Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has a blood back.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 telephone number :(B)(6).

Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h11. Corrected fields: d4. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. There was no evidence of blood infiltration in the unit. The fse replaced the pim and safety disk as a precaution. The unit passed all safety and functional tests and was returned to the customer for clinical use.

Event description:
N/a